Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: 3.5 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to patient¿s humerus had a nonunion. Removal of the plate and screws was conducted. Surgeon then inserted a bone graft from the patient¿s tibia and applied a large fragment plate. Three of the cortex screws were broken at the head-shaft junction. Additional x-rays for the removal of broken screw shafts. There was a surgical delay of approximately 15 minutes to surgical time. The procedure successfully completed. The patient was revised with a new device. Concomitant devices reported: unknown 3.5mm cortex screws (part# unknown, lot# unknown, quantity 3). This complaint involves 5 devices. This report is for (1) unk - screws: 3.5 mm cortex. This report is 4 of 5 (B)(4).